Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported a low blood glucose (bg) level of 50-60 mg/dl. The customer addressed low bg by eating candy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.